Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked and broke off due to contact with the inner tube. A design change has been implemented to reduce this issue. One possible reason for this type of blade damage is if the blade is forced against the inner tube by applying pressure. Additionally, it was found scratched at the tip of the blade. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. During analysis, the clamp arm was broken and disassembled. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an sigmoidectomy procedure, the blade was broken off when a nurse wiped it. As the blade was broken off outside the patient, no pieces were left inside the patient. Error 5 was also displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient.